Event description:
It was reported that during an unknown procedure, unexpected noise was heard, and the titanium tip was broken during the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned

Manufacturer narrative:
(B)(4): potential reprocessing.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.